Event description:
Additional information received reported that the device was being removed the same day as report was made, it was not reported if the device was to be returned to the manufacturer. It was mentioned that the device was ¿allegedly over infusing¿ and that there may have been a partial pocket fill.

Manufacturer narrative:
(B)(4).

Event description:
It was later confirmed that the pump was replaced. The caller stated that due to the lack of symptoms from the possible pocket fill it was believed that ¿somehow the pump overdosed the patient¿. However, the caller also mentioned that during the pump replacement it was found that the catheter was fractured, so an intrathecal overdose would not have been possible if the catheter was fractured when the symptoms occurred.

Event description:
Additional information was received and it was reported that it was thought that the patient was doing okay now.

Manufacturer narrative:
Analysis of the pump ngv435390h revealed pump overinfusion of undetermined root cause. It was noted that the pump had been stopped for a long period of time. The first dispense accuracy test failed and displayed an overinfusion > 14.5%. All secondary testing including infusion testing passed for accuracy. Analysis of the 8709sc catheter n238966005 revealed coring/tears/cuts in the seal of the sc connector. A leak was found were the sutureless connector of the catheter connects to the pump outlet. Visual analysis found coring and tearing down the inside of the sc cup.

Event description:
It was reported that a possible pocket fill occurred. The patient experienced overdose symptoms approximately 6 hours following a pump refill and had to be intubated. The date of the event was unknown. When aspirating the pump the expected residual volume (erv) was 19.9ml; however, the actual residual volume (arv) was approximately 15.7ml. The device system was used to deliver baclofen 2000mcg/ml. It was later reported that the refill occurred on (B)(6) 2013 at approximately 3:30pm. The patient presented to the emergency room (ER) at approximately 9pm that night and was non-responsive at that time. At approximately midnight the pump was stopped and the patient was intubated. The pump had intentionally been filled with only 20ml and the volume discrepancy was observed after the pump was stopped and the patient was intubated. The caller stated that no major changes were made during the refill and the total dose did not change; however, the patient was receiving boluses every 4 hours and the bolus was increased from 50mcg to 60mcg. No boluses were programmed. The clinicians were concerned about the potential for withdrawal and considered restarting the pump; however, there was also concern that the pump should be replaced instead. A neurosurgeon stated that they could replace the pump on the upcoming thursday but did not want to put the patient through surgery prior to that. The caller was to suggest possibly filling the pump with saline and observing pump function instead of replacing the pump. The call mentioned that patient showed an increase in spasticity and was agitated prior to refills; however, there were no volume discrepancies at prior refills. At the time of the report the patient was ¿starting to wake up¿. It was later reported that the device delivered lioresal at 750mcg/day. It this time the patient had awakened. The pump was not restarted and was to be replaced. It was later reported that the healthcare providers (hcp) believed that the pump was malfunctioning. The caller inquired into timestamps shown on the programmer and session reports and questioned if this could possibly have contributed to the event. On (B)(6) 2013 the last change was at 13:20; however, the logs indicated an update at 12:21. On (B)(6) 2013 the last change showed 15:28; however, the logs indicated an update at 14:29. The caller stated that the pump was shut off around midnight and telemetry confirmed that the pump was updated at 23:18. Upon interrogation, the logs showed that the pump had been shut off for 15 hours 28 minutes. The caller inquired into the possibility of these timestamp differences contributing to the overdose. The caller also stated that he did not agree that there was a partial pocket fill, only agreed that it was a possibility; however, it was unknown what the cause of the event was. It was later reported that the hcp had put saline in the reservoir per the patient¿s family¿s request. The hcp silenced the alarm for the stopped pump and programmed the pump to reflect the change to saline. Conflicting information was later provided that the pump was shut off at 1:30am in the ER and the medication was replaced with saline the following day. The caller stated that the pump was not restarted because the patient ¿almost died¿ due to the dosage he received. Approximately 3.5 hours after the refill the patient started getting ¿very groggy¿. The caller let the patient fall asleep and then noticed that his breathing was ¿very, very shallow¿. The caller turned the patient over and took his pulse and ¿everything was very low¿his blood pressure, everything¿. The patient then vomited and after was ¿like, comatose¿he didn¿t move; nothing¿. The caller then dialed 911 and the patient was transported to the e.r. The patient was comatose for approximately 2 days. The patient was put on a CPAP machine to help with breathing. The hcp wanted to restart the pump but the caller refused. The hcp then scheduled a pump replacement; however, it was indicated that the replacement did not occur. The caller also stated that she was to have them remove the entire system. The caller stated that the doctors believed the event was due to the pump; however, believed that the doctors may have made a mistake and put the blame on the pump. At the time of the report the patient was still in the hospital but was ¿doing very well right now¿. The patient was to be released from the hospital later that day; however, the caller was concerned and stated ¿I feel like they¿re doing nothing¿. It was later reported that doctor was confused about the suspected partial pocket fill because six months prior to the event the doctor had an actual pocket fill of the full 20ml with the same patient and the patient did not have any issues (please refer to manufacturer report # 3004209178-2013-08577). The patient was to arrive at the clinic on the afternoon of the report. The pump remained off and the patient¿s family was not sure what they wanted to do with the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Manufacturer narrative:
Additional destructive analysis of the pump was conducted. There were no significant anomalies noted during destructive analysis. Device evaluation conclusion code, as related to the physician programmer, is no longer applicable. Device evaluation conclusion code , as related to the catheter was updated. Device evaluation conclusion codes, as related to the pump, were updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion codes apply to the 8637-40 pump. Conclusion code applies to the 8709sc catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.